Event description:
The hamilton ventilator was applied to patient. After a few minutes, the screen went blank. The ventilator never stopped delivering breaths, and the medic did not need to remove the patient to ventilate. Ventilator was sent to internal biomed for repairs. After internal repairs, machine was put back into use and the screen went blank again. Ventilator has been taken out of commission until it can be serviced by hamilton.